Event description:
It was initially reported by a customer that the fiber was being returned to the manufacturer but did not indicate why the fiber was being sent back.

Manufacturer narrative:
The customer did not report to the manufacturer a device malfunction. The device was subsequently returned to the manufacturer and analyzed. The information from the failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap detached and parted at the cap. The fiber shrink tube and fiber jacket melted and burned. The fiber card returned with the fiber indicated that 15,350 joules were used. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieval.